Event description:
It was reported that the patient received a message on the remote control indicating that the ipg was reaching end of life as a result the patient was not feeling any stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.